Manufacturer narrative:
It was reported that the blue dome portion of an f generation light head disengaged from the rest of the cover. There was no reported patient involvement and no associated procedure. This light is in the scope for pfa1937561. The root cause of the failure is that the glue on the blue dome was changed, per change control processes, and the overspray (which had not been specified in the manufacturing process) had been reduced. This is further discussed in (B)(4).

Event description:
It was reported that the blue dome on the f628 light head in or 14 fell off and needs to be replaced.